Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone alarm due to moisture damage on the motherboard. Moisture damage was also noted on the lcd board. The insulin pump had a missing end cap sticker. Unable to confirm the keypad anomaly due to the frozen screen.

Event description:
The customer stated that the insulin pump started giving a constant tone after he replaced the battery. The customer also stated that none of the buttons were responding. Unable to conduct testing due to the unresponsive buttons. The customer was advised of his out of warranty options, and he agreed to receive a replacement insulin pump. Nothing further was reported.